Manufacturer narrative:
H6. Method: device inspection/manufacturing records reviewed. H6. Results: review of documentation indicates there were no design discrepancies and that the components complied with their design specifications. H6. Conclusions: insufficient info provided to determine failure.

Event description:
Marketing department received explanted device and perioperative record from sales rep. Sales rep. Request to have the liner from revision surgery evaluated. No other details have been forthcoming.